Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed aspirational pneumonia following intubation post-implant of a leadless implantable pulse generator (ipg). The patient was treated with antibiotics. The patient is a participant in the post approval clinical surveillance product surveillance registry. The device remains in use. No further patient complications have been reported as a result of this event.